Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead impedance had dropped since implant but was currently stable. Noise and a slight raise in capture/threshold was also reported. It was noted that there is a potential this is the very beginning of a lead insulation issue. The clinician left the patient programmed bipolar for the time being and will discuss with physician. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported after follow up information was received that no programming changes were made and the physician will continue monitoring the patient for worsening condition.